Manufacturer narrative:
D4: added lot number and full UDI.

Event description:
No new information.

Manufacturer narrative:
D4: the full UDI is not available due to missing lot #.

Event description:
It was reported that the smoke bovie pencil activated without pressing any buttons. It was reported that the procedure was completed successfully without a delay; no adverse consequences or injury were reported.